Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. Concomitant products: monopolar curved scissors (mcs) instrument (part number: 470179-23). .

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, tissue grasped by the fenestrated bipolar forceps (fbf) instrument was unintentionally burned while the monopolar curved scissors (mcs) instrument was in use. An intuitive surgical inc. (Isi) technical support engineer (tse) was consulted and recommended reapplying the grounding pad to improve conductivity. The grounding pad was subsequently adjusted, and the procedure was completed without further complications. The cause of the incident remains undetermined, as no arcing was observed with the mcs instrument. The following details also remain unknown: the cause of the burn injury, the extent of the tissue burn, and whether any medical intervention was required as a result of the injury. Additional information has been requested; however, no response has been received.